Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a thoracic  aortic dissection.  It was reported approximately 13 months post the index procedure, the patient was diagnosed with pneumonia. There was minimal pericardial effusion without physiologic cardiac tamponade. The patient was treated with medication and antibiotics.  The site assessed the event as not related to device, procedure or disease under study. The sponsor  assessed it as related to the device, not related to the procedure or disease under study.  No additional clinical sequalae were provided and the patient is fine.